Event description:
Litigation alleges pain and difficulty ambulating.

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found another complaint against the bone screw provided product and lot combination. A review of the device history records for the bone screw did not reveal any related manufacturing deviations or anomalies. A worldwide complaint database search found no other reported incident(s) against the remaining provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Update rec¿d (B)(4) 2013 ¿ pfs and medical records received. Part/lot was provided. Original litigation mentioned issues from metal on metal; however, the sticker sheet indicates that the patient was actually implanted with poly. Revision operative notes indicate significant bone loss on acetabular bone and cup migration loosening with dislocated femoral head. The cup and screws have now been reported. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.